Event description:
Reference number (B)(4). Event occurred in saudi arabia. . It was reported that the patient faced an infusion set bent cannula event on 25-feb-2026. The event occurred on the second day of insertion. The insertion site was the lower back. The infusion set was in use for two days. The blood glucose level was 370 mg/dl, and the patient was treated with insulin pens. The patient replaced the infusion set and resumed insulin successfully. No further information available.